Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did back to back blood glucose tests, within 10 minutes, using different finger sticks. Her results were 266, 206 and 216 mg/dl. She tested again on 05/19/99, with results of 194, 104 and 100. She did not report having any symptoms. The reporter is on dialysis, and did feel well enough to do very much troubleshooting. She stated that she knows how to do control solution testing and clean her meter.